Manufacturer narrative:
Insulin pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer¿s blood glucose level was 6.8 mmol/l. Customer also stated that the reservoir compartment was broken and battery compartment was crack. Reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.